Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. No incident of accident or trauma was reported.

Event description:
It was initially reported that the contra-lateral device showed abnormal results with in situ testing. It was subsequently reported that also the concerned device on the left side showed abnormal results. No incident of accident or trauma was reported. The recipient has been re-implanted bilaterally on (B)(6) 2018. The device is not available for investigation at this time.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, as an increase of high channels over time can be observed from in situ measurements. Furthermore, it is reported that the active electrode moved from the bony channel and was palpable, which goes in line with the suspected kind of damage. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient was re-implanted but the device has not been received for investigation yet.